Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of infection (late onset) and seroma-late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: infection (late onset) and seroma-late.

Event description:
Patient reported left side "strange pain", "anxiety about the recall", experiencing symptoms, "having some kind of reaction to that implant which has caused infection", "left nipple area has flattened and does not look right", crying and nausea due to the pain. The device remains implanted. Patient is taking unspecified antibiotics to treat the infection. Patient reported." Feel like fluid is around them especially on the left side."

Event description:
Patient was admitted to the hospital due to fluid build up around implant. This is the second hospital stay for this reason. Patient stated "left breast was almost double in size compared to normal due to the fluid, they removed 175ml of fluid just from the left breast." Fluid was removed by guided ultrasound and was sent for testing for lymphoma. When patient gets "a bit run down or a bit of flu when [patient's] immune system is down, the implants would be filled in with fluid." Biomarkers for alcl have not been reported.